Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3487a-33, lot# j0437023v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0437023v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) battery had reached an elective replacement indicator (eri) battery status. An impedance check showed that there were several electrodes out of range as well. The manufacturer representative attempted reprogramming on the available electrodes. Maximum intensity was reached; however, the patient didn't feel anything from the device. It was reported that the patient fell a year ago, which may have led or contributed to the issue. The manufacturer representative stated that the patient¿s physician wanted to explant the system and have them do a new percutaneous trial prior to replacing the system. The issue was not yet resolved. It was noted that surgical intervention occurred. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is post laminectomy pain.